Manufacturer narrative:
During troubleshooting, the customer replaced the electrode. A siemens customer service engineer (cse) was dispatched to the customer site to verify that the instrument was operational. The instrument has been operational since the replacement of the electrode. The cause of the discordant sodium results was related to an electrode malfunction. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated and the corrected results were reported to the physician(s). It is unknown whether the samples were repeated on the same instrument or an alternate instrument. There are no reports of adverse health consequences due to the discordant sodium results.